Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 85 96sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine 20.0 mg/ml at 0.960 mg/day via an implantable infusion pump. On (B)(6) 2015 the pump dose was increased 20% to 1.153 mg/day. The indication for use (IFU) was listed non-malignant pain. At an examination that occurred on (B)(6) 2015 some edema to right abdominal incision was observed, but otherwise the patient was healing well without signs of infection. The patient was issued an abdominal binder on (B)(6) 2015. There was a small area at lateral 1/3 of incision where skin has not completely closed; there was no erythema, warmth, edema or exudate on (B)(6) 2015. The wound was cleaned and steri-strips were applied and wound care was prescribed on (B)(6) 2015. There was small area at the lateral 1/3 of the incision where the skin had not completely closed; mild warmth but no erythema, edema or exudate on (B)(6) 2015. The wound was cleaned, steri-strips were applied and bactrim ds bid x 10 days was prescribed on (B)(6) 2015. The patient reported scant drainage of thin fluid on (B)(6) 2015. There was a small stitch abscess with a tiny area of opening with no overt sign of infection on (B)(6) 2015. The wound was cleaned, steri-strips applied on (B)(6) 2015. There was a small open area midline of her surgical incision; skin pink without slough or drainage; no erythema, edema, warmth or tenderness. There was continued scant drainage of thin fluid on (B)(6) 2015. The patient experienced a fever of 101.5, headache, open area of incision is draining purulent fluid; large area around opening erythematous and warm, tenderness to palpation; pump site appears grossly infected on (B)(6) 2015. The patient's clinical diagnosis included a pump site infection. The patient had signs of infection on (B)(6) 2015 and was admitted to the hospital. The patient was admitted to the hospital for wound exploration and/or explant on (B)(6) 2015. The pump was explanted, not replaced and post-operative antibiotics were administered on (B)(6) 2015. Culture was positive for staph on (B)(6) 2015. Wound after explant is erythematous with some drainage on (B)(6) 2015. Irrigation and debridement of the wound occurred after explant and placement of wound vac occurred on (B)(6) 2015. In-patient hospitalization and an unscheduled clinic or office visit occurred as a result of the event. The patient had a second surgery for wound exploration on (B)(6) 2015 since admission. The wound would not completely heal through (B)(6) 2015. The etiology was indicated as possibly related to the device or therapy, and possibly related to the implant procedure. The outcome was ongoing.

Event description:
Additional information received from a healthcare provider (hcp) indicated the wound was surgically closed on (B)(6) 2016. Antibiotics were administered on (B)(6) 2016. The event resulted in in-patient hospitalization. As of (B)(6) 2016, the wound drain in the patient's lower left abdominal quadrant was draining purulent discharge and there was redness around the wound closure site and drain.

Event description:
Additional information was received from a healthcare professional via a clinical study. It was reported that the wound was still open and required daily wound care. On (B)(6) 2016 a wound not assessed as clean dry dressing was in place.

Event description:
Additional information was received from a healthcare professional via a clinical study. It was reported that the outcome was unresolved at the time of study exit.